Event description:
The customer reported the foot pedal stuck. No patient injury was reported.

Manufacturer narrative:
No ge service performed. The customer replaced the footswitch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.